Event description:
(Iab s/n unk) when the iab was inserted, there was alot of bleeding from the hemostasis valve. The dr felt that the valve was not connected properly. The hemostasis valve was not returned to co for eval. The valve was discarded by the facility.